Event description:
It was reported, that the patient presented for an implant procedure. During the procedure, it was noted, that the right ventricular lead exhibited low pacing impedance. The lead was not used and was replaced during procedure on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
The reported event of low pacing lead impedance was confirmed. Final analysis found that as received, a complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue for analysis. X-ray examination found the inner coil inside the connector region was over torqued, consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but found shorts between the conductor paths due to over torqued inner coil inside the connector region. The cause of the reported event was isolated to the damaged inner coil inside the connector region consistent with procedural damage. No other anomalies were noted.